Manufacturer narrative:
H3, h6: part of the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The distal anchor, distal plug, and proximal anchor were not returned. No visible defects on the insertion tool. A functional evaluation showed both deployment knobs moved the insertion components as intended. A material assessment could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation, due to the anchor not being returned for evaluation. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force during insertion. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference case-(B)(4).. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that, during a tenodesis, the first knob of the healicoil knotless was turned until it beeped five times, followed by the second knob, until the anchor submerged and began to fracture when it passed the first three threads. Surgery was completed after a non-significant delay, using a back-up device instead. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).